Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found that the fiber body and the tip was broken. The analysis of the returned fiber found that the ball tip was broken off in addition to the fiber body was broken. Microscopic inspection found that the connector was in good condition. The reported event of fiber break was confirmed. A review of the device instructions for use (IFU) was completed and states to immediately discontinue use if breaks or fractures appear in the laser fiber. These breaks or fractures may allow undirected emission of laser energy, rendering the distal tip useless and causing harm to surrounding tissues. Care should be exercised with the glass tip to avoid severe impact or side stresses that may fracture the tip. Also, avoid repassing the flexiva pulse ID tractip laser fiber through a deflected scope after energy has been applied to the treatment area as the tractip may not maintain its original shape and may cause scope damage. The device history record (DHR) review confirmed that the device met all manufacturing specifications; therefore, the failure was unlikely related to manufacturing. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body and tip break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. The investigation. The patient code of unretrieved device fragments is anticipated in nature as per IFU and hazard analysis, and it is a known inherit risk of the device. The investigation conclusion code assigned is cause traced to component failure, indicating that an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the procedure, the distal end of the fiber broke off in the patient's kidney and was irretrievable. There was no report of patient or procedure outcome.

Event description:
It was reported that during the procedure, the distal end of the fiber broke off in the patient's kidney and was irretrievable. There was no report of patient or procedure outcome.